Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d6(a), d9, h3, h6 device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon ¿pain (ndr): unable to observe through visual inspection as it is a physiological phenomenon. ¿other-medical (ndr): unable to observe through visual inspection as it is a physiological phenomenon. ¿numbness (ndr: unable to observe through visual inspection as it is a physiological phenomenon. ¿muscle weakness (ndr): unable to observe through visual inspection as it is a physiological phenomenon. ¿headache (ndr): unable to observe through visual inspection as it is a physiological phenomenon. ¿unspecified immune system problem (ndr): unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis was deformation. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV (with hardening and pain) and "in loco typico with lateral seroma 7mm". The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "chronic inflammation with permanently elevated inflammation levels, numbness and movement restrictions, circular hair loss, significant impairment of my immune system and my quality of life and "breast implant illness (bii)". Later, healthcare professional reported "hardening and pain, capsular contracture baker grade iii-IV", "is suffering from abreast implant illness (bii) this leads to the following symptoms in the patient: joint pain, inflammation, muscle weakness, chills, migraines, tiredness", "in loco typico with lateral seroma 7mm". This relates to the right side. The device was explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "chronic inflammation with permanently elevated inflammation levels - not related to the device, numbness and movement restrictions - not related to the device, circular hair loss - not related to the device, significant impairment of my immune system and my quality of life - all not related to the device and "breast implant illness (bii)" - not related to the device. Later, healthcare professional reported "hardening and pain, capsular contracture baker grade iii-IV", "is suffering from abreast implant illness (bii) this leads to the following symptoms in the patient: joint pain, inflammation, muscle weakness, chills, migraines, tiredness" - all not related to the device, "in loco typico with lateral seroma 7mm". This relates to the right side. The device was explanted.